Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Thrombosis is a known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: thrombosis without treatment. Device issue: no device malfunction has been reported. It was reported that one day post promus stent implantation in an unspecified vessel, the pt developed a subacute stent thrombosis. No additional event or pt information has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its one brand labeling of abbott vascular's drug eluting stent in the u.s.